Event description:
It was reported that the luer lock became disconnected. Troubleshooting was performed and customer was able to reconnect luer lock, and resume insulin delivery. Customer had elevated blood glucose levels (493 mg/dl) and ketones present.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).